Event description:
The customer reported alleged inaccurate erratic readings and power issues on customer's one touch profile meter. Customer reports not experiencing symptoms, however, customer's medication was increased. Readings of 86 mg/dl and 240 mg/dl were reported. No allegation of harm.